Event description:
Pt called tech support due to m65 scale reading error and make sure hb (heater bag) is on ht (heater tray) message during ccpd treatment. Treatment data per tech support narrative shows a drain 1 volume of 4836 ml from a prescribed fill volume of 2000 ml. Alarms during treatment: m65 scale reading errors, fill complication, heater bag, and m31 air detected in cassette. F/u: pt stated the previous ccpd treatment was completed without problem. Pt was dry during the day. During fill 1 of incident treatment, pt stated feeling full, discomfort, and "felt like I overfilled but not bad enough to do a manual drain." After drain 1, pt felt better and symptoms resolved. Pt was able to complete the treatment. At end of the treatment, the solution bags (two- 5 liter 1.5% dextrose) were empty. Pt's prescription is for 4 fills of 2000 ml for a total of 8000 ml. Pt stated she was unsure where the expected solution remaining (2000 ml) had gone. Pt did a manual drain after disconnecting and obtained 300 ml to 500 ml. There was no ill effects as a result, no serious injury, and no hospitalization.

Manufacturer narrative:
A device eval will be performed once the cycler returns to the MFR. A supplemental report will be sent upon completion of the device eval.